Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from a coulter lh 750 hematology analyzer. The customer stated the fluid leak appeared to be clenz and was unable to isolate the leak source. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There were no reports of exposure to mucous membranes or open wounds. No one was splashed, sprayed. There was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found the source of the leak to be a damaged tubing going through pinch valve 14c which carries isoton and clenz to the sweep flow tank. The tubing was replaced and there was no evidence of further leaking. Repairs were verified per established procedures. Results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).